Event description:
It was reported that the post on the journey 1 poly broke due to this event a revision surgery was conducted.

Manufacturer narrative:
H3, h6: a visual inspection of the returned device confirmed the stated failure mode. The post of the device has broken off, rendering the device inoperative. The device has scratches and gouges all on the top and bottom surface. The clinical/medical evaluation concluded that per the complaint details, a revision was performed due to a ¿ji poly broke¿. S+n has not received the device and/or adequate documentation to fully evaluate the root cause of the reported event; however, no injury was reported. The patient impact beyond the reported post breakage and revision could not be determined. Should additional information/ documentation become available, the clinical/medical task may be re-opened for further evaluation. No further medical assessment is warranted at this time. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. A review of IFU for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. The patient should be warned that the device does not replace normal healthy bone. The anticipated risk level is still adequate. The contribution of the device to the reported event could be corroborated as the device broke and there was a need for a revision surgery. Some potential probable causes for this event could include but not limited to traumatic injury, or surgical technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the post on the journey 1 poly broke; revision surgery was conducted as a result. Per the complaint details, a revision was performed due to a ¿ji poly broke¿. S+n has not received the device and/or adequate documentation to fully evaluate the root cause of the reported event; however, no injury was reported. The patient impact beyond the reported post breakage and revision could not be determined. Should additional information/ documentation become available, the clinical/medical task may be re-opened for further evaluation. No further medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.